Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated they may decide to revise the lead at the upcoming device replacement procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting increased pacing impedance measurements on the right ventricular (rv) channel which exceeded 2000 ohms. All other lead measurements are within normal limits. No adverse patient effects were reported.